Event description:
It was reported that the pump had moved and it was "corrected". The patient experienced tremors and there was no speech problem. The drug being delivered via the pump was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).